Manufacturer narrative:
The product was returned for analysis and visual analysis was normal. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-30320. It was reported that the patient presented to the clinic with sepsis due to an infection. There is no known allegation from a health professional that suggests the infection was related to the dual chamber pacemaker system as the physician is unsure of the root cause. Vegetation was identified on the right ventricular (rv) lead and the right atrial (ra) lead. The pacemaker, rv and ra leads were explanted. The patient was stable throughout.